Event description:
It was reported that while away from home the user¿s ilet powered off and, upon restart, displayed alerts corresponding to a software runtime error and an algorithm output range error; the device subsequently restarted successfully, the alerts did not recur, and the user reported no unusual blood glucose readings or insulin delivery issues, which is consistent with a program or algorithm execution failure involving firmware. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews and analysis of information provided by the user. Investigation of this case revealed an incorrect data definition associated with program or algorithm execution and the firmware component. It was concluded, based on previously established findings for similar reports, that the cause was inadequate validation of a design change.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.